Event description:
The device was applied during an open cholecystectomy procedure. Reportedly, the clips ejected from the instrument prematurely. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.